Manufacturer narrative:
It was alleged that a patient undergoing CPR passed away while being loaded into an ambulance. It was alleged that when the fire fighters that were helping assist the emt's went to get the cot from the power load, due to their inexperience with the power load system, they did not lower the arms fully by design and actually lifted the cot off of the power load system. Because of this, when they tried to mate the cot back up to the power load system, the arms were in the air, preventing the mating to occur. It was alleged that after 5-10 minutes the patient was able to be loaded. It was also alleged that it was the emt's first time using the power load system on an actual call and they didn't even know that the power load system was equipped in the ambulance that they were driving, as they also have ambulances without the power load systems. The device was evaluated by a field service representative, and no defects were found and the alleged event could not be recreated. The field service representative showed the emt's how to use the power load system manually, should a future issue ever occur, to prevent prolongation of transport needs.

Event description:
It was alleged that a patient undergoing CPR passed away while being loaded into an ambulance.